Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 77220 with the incident lot was observed.

Event description:
It was reported the bd vacutainer® urine analysis preservative tube has fm was embedded in the cap.

Manufacturer narrative:
Date received by manufacturer is corrected to 02/08/2017.

Manufacturer narrative:
PMA / 510(k)# is corrected to exempt.